Manufacturer narrative:
The tech replaced the head hi/low cylinder to repair the stretcher.

Event description:
While trying to raise the head section, it would rise about a foot and then slowly drift down.